Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a proglide device using a 6f sheath after a carotid percutaneous transluminal angioplasty and stent placement procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a proglide device using a 6f sheath after a carotid percutaneous transluminal angioplasty and stent placement procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to circumstances of the procedure. In this case, it appears the posterior needle tip had a partial engagement to the posterior cuff and may not have full ejected from the foot pocket. When the plunger was pulled the posterior cuff separated from the posterior needle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.